Event description:
It was reported that the procedure was cancelled. A rotapro console and rotapro were selected for treatment of the target lesion. During the procedure while attempting ablation, there was a different noise coming from the rotapro system. Because of this, another rotapro was selected for use and the issue persisted. After the issue continued, the procedure was then cancelled. There were no patient complications reported.

Event description:
It was reported that the procedure was cancelled. A rotapro console and rotapro were selected for treatment of the target lesion. During the procedure while attempting ablation, there was a different noise coming from the rotapro system. Because of this, another rotapro was selected for use and the issue persisted. After the issue continued, the procedure was then cancelled. There were no patient complications reported.

Manufacturer narrative:
The returned product consisted of the rotapro console. An analysis of the console revealed no damages or defects. A thorough review of the available information provided through the complaint did not find any fault with the console. The reported allegations of a noise could not be confirmed, and the investigation has been assigned a conclusion code of no problem detected.